Event description:
It was reported that before a procedure by the customer at the user facility, the core impaction drill, got hot. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that before a procedure by the customer at the user facility, the core impaction drill, got hot. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat and not running was confirmed through disassembly and visual inspection. Through visual inspection, the driveshaft assembly was corroded.